Event description:
It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that it was difficult to remove the burr from the rotawire. The rotalink was removed together with the rotawire and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that it was difficult to remove the burr from the rotawire. The rotalink was removed together with the rotawire and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed with a test guidewire and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities.